Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat a benign tracheobronchial stenosis during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was dilated prior to stent placement. During the procedure, the stent's deployment suture became entangled causing difficulty in fully deploying the stent. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. Note: it was reported that the ultraflex tracheobronchial stent was used to treat a benign tracheobronchial stenosis. However, per the ultraflex tracheobronchial stent system instructions for use (IFU), the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. The device is not indicated for the treatment of benign stricture. Additional information received on january 07, 2025. The patient's anatomy was tortuous.

Manufacturer narrative:
Blocks a3a, a3b, b5 have been updated with additional information received on january 07, 2025. Block a2: the patient's exact age was not reported; however, the patient was reported to be under the age of 18. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat a benign tracheobronchial stenosis during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was dilated prior to stent placement. During the procedure, the stent's deployment suture became entangled causing difficulty in fully deploying the stent. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. Note: it was reported that the ultraflex tracheobronchial stent was used to treat a benign tracheobronchial stenosis. However, per the ultraflex tracheobronchial stent system instructions for use (IFU), the stent is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms. The device is not indicated for the treatment of benign stricture.